Manufacturer narrative:
H3: the switch x-ray hand was returned to the manufacturer for evaluation. Unable to confirm reported complaint, "3d disabled" install hand switch into test system. System booted and readied. Multiple 2d and 3d images were successful without issue and the store buttons functioned as expected. No fault found while under test. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and replaced hand switch performed a full check out. System is ready to use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a electrode and probe placement procedure. It was reported that the system worked for the first 2d spin. When attempting a 3d spin the system reported 3d disabled. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. And patient present at time of event.